Event description:
A report was received that the pt was implanted and explanted on the same day due to complications during surgery. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded at the facility.